Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while doing triple arthrodesis with ccs4.5 and ccs7.0, the surgeon was drilling the talus with ccs 7.0, which is dense bone, guide wire broke from the tip, where threads begin. It was also reported that the threads from the screw broke. The self-drilling threads of the screws broke the guide wire, the screw did not proceed movement upfront. Predrilling was not done. Also when drilling to the subtalar joint from the naviculare bone with 4.5ccs, if the guide wire hits a little bit to the 7.0ccs screw threads, the k-wire which is used as a guide wire 1.4 snaps and breaks. This report is for an unknown screw. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Partial numbers reported as ccs 4.5 and 7.0 screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.